Event description:
Pt was admitted on 8/25/96 with a subarachnoid hemorrhage secondary to a ruptured aneurysm. Angiogram also showed an unruptured right middle communicating artery aneurysm. Pt underwent a craniotomy and clipping of both aneurysms. On 8/26/96 ventriculostomy was performed. On 8/27/96, an emergency craniotomy was done with decompression and right temporal lobectomy. On 9/1/96, cerebral spinal fluid culture was positive for numerous staphylococcus aureus and moderate staphylococcus epidermis. Pt's meningitis was treated with ceftizoxime, nafcillin and rifampin. On 9/2/96 leakage was noted at the ventriculostomy catheter site. On 9/7/96, a tracheostomy and j-tube were placd. On 9/8/96, ventriculostomy was removed. On 9/11/96, the cerebrospinal fluid culture showed no growth x4 days.